Event description:
It was reported that the ilet bionic pancreas displayed an alert instructing the user to connect the cgm or enter a blood glucose value, after which the dexcom g7 continuous glucose monitor (cgm) reconnected on its own and resumed providing readings without troubleshooting. No clinical signs, symptoms, or conditions were reported, and blood glucose remained unchanged. Outcomes included no medical intervention and no hospitalization. User support included a review of device connectivity behavior and the user report of cgm signal loss to the pump. Investigation of this case revealed transient cgm-to-pump communication interruption with subsequent automatic reconnection, with no device component replacement and no persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication disruption.